Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer stated, she was not getting any insulin through the insulin pump. Troubleshooting was not performed as the customer did not have an infusion set available at the time of call. The customer did state that, the pump was priming correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.